Manufacturer narrative:
The insulin pump passed the displacement test, rewind, self-test, basic occlusion, error test, off no power test, excessive no delivery test. The pump alarmed compromised force sensor system during prime test at 4 pounds due to moisture damage on the faulty force sensor system. The pump was unable to perform occlusion test and excessive no delivery test due to compromised force sensor system alarms. All operating currents are within specification. No unexpected low battery or off no power alarms noted. The pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 100 mg/dl. The customer reported the alarm during set change and prime. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The insulin pump will be returned for analysis.